Event description:
Boston scientific received information that while the patient was in the hospital for an unrelated issue he received six shocks, after which therapy was exhausted. It was noted that the first shock was appropriate and it was inconclusive as to if the two following shocks were appropriate or inappropriate. However, the subsequent three shocks were noted to have one to one conduction and the rate had slowed to 136 bpm, thus indicating that these were likely inappropriate shocks. The patient did not experience any adverse effects due to the inappropriate therapy delivery or exhaustive therapy. The device remains implanted in the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.